Event description:
Related manufacturing report number: 2017865-2022-07493, related manufacturing report number: 2017865-2022-07494. It was reported that following an implant procedure of pacemaker, right ventricular (rv) lead, and atrial lead the patient experienced a cardiac arrest. The patient experienced cardiac perforation resulting in pericardial effusion. Pericardial drain was performed. The patient did not survive.

Manufacturer narrative:
Correction h6 - health effect clinical code cardiac arrest was removed and arrhythmia code was added.